Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies, none were found. Ran basal, bolus leaking test; reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into pump. Conclusion the reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 304 mg/dl at the time of incident and treated with insulin pump. Customer stated that the insulin pump buttons does not work after it has been exposed to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported possible leaks in the insulin pump reservoir. Customer stated that the reservoir leaks was past both o-rings. Unable to perform self test due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump and reservoir is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces on esc and act button. No button error alarm during testing. No moisture damage on electronics and motor assembly noted.